Event description:
Customer claims that new batteries were installed into the alarm and that it powers on and off by itself. There was no visible damage to the alarm case. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation: results - evaluation of the returned product shows that the unit has intermittent power when the sensor pad is plugged in and pressure is applied and released. The unit was tested with new batteries. No damage to the alarm case, however, the battery door is damaged. (B) (4).